Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. Since the device was not returned, a physical investigation could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation.

Event description:
During the quattro catheter placement into the femoral vein of the covid-19 patient, the physician experience difficulty removing the guidewire and the guidewire torn apart. However, the physician was able to remove the guidewire without further incident. The catheter placement was checked with an x-ray. After one hour of the treatment, the blood was noted backing up into the catheter tubing. When the catheter was removed the customer noticed a torn balloon. The catheter was not replaced, however, specifics of the alternative therapy were not disclosed. No consequences or impact to patient.